Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 1570 pulses. During operation, the device was able to successfully deliver an immediate bolus following the priming sequence. No housing or environmental seal damage was found. The needle mechanism was reset and fired properly during the investigation. Inspection of the needle mechanism components found no damages or defects that would indicate the reported needle mechanism failure. The patient history buffer data showed no evidence of issues with insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were wearing the omnipod product when they sought medical attention on (B)(6) 2025, due to issues related to the product. The symptoms included dizziness and a stomach ache. The patient attempted to bolus, but their blood glucose (bg) levels continued to rise, reaching 600 mg/dl. The cannula did not insert into the skin, and it was not visible after the pod was removed. The pink slide on the pod moved forward, indicating activation, but the cannula seemed not to have been inserted properly. The patient was familiar with the pink slide. The patient was in a rush and could not complete the call. The pod was worn between 4 and 24 hours on the infusion site.